Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was implanted with a heartmate 3 on (B)(6)2020. The patient experienced hypoxia that required ECMO (extracorporeal membrane oxygenation) that was later removed on (B)(6)2020. During ECMO support the flow was registered at 0.0 . An echo (echo cardiogram) revealed a thin margin for rpm titration before causing lv collapse. Flow was still decreased with the max level at briefly above 2l/minute. Most of the flow readings were been 0.5-1.5 l/minute despite efforts to improve. Rv function appears adequate on echo imaging. During implant, when initially coming off bypass the patient had good flows, but then the patient experienced an abrupt drop in all lvad parameters as well as hemodynamics. The patient eventually went back on bypass and was able to come off with less of an issue. Patient had significant oxygenation issues requiring ECMO support. A log file analysis was performed and found multiple low flows and low speed advisories. The low flow alarms still persisted after a change of set speed. It was also found that the alarm condition was not associated with any sort of external equipment malfunction. The vad (ventricular assist device) was found to be functioning as intended. The cause of the low flows was not identified. The treatment was increased and decreased speeds as well as medication changes with no effect. The patient died on (B)(6) 2020. The ECMO support device was not a centrimag device. The cause of death was multi-system organ failure, and the site was not sure if the death was device related. The site determined that the device did not operate as expected.

Manufacturer narrative:
Section h3, d10: additional information. Section b1, b2, b5, g3: correction. Manufacturer's investigation conclusion: although the evaluation of the submitted log files and the log files retrieved from the returned device confirmed the report of decreased flow as low as 0.0 lpm, a specific cause for these findings and the reported patient outcome due to multi-system organ failure, bleeding, hypotension, and hypoxia could not be conclusively determined through this evaluation. The evaluation of heartmate 3 lvas did not reveal any device-related issues which would have contributed to the reported events. The submitted log files captured a persistent low flow alarm following pump implant on (B)(6) 2020. The controller event log file captured the pump¿s speed set to 3500 rpm with calculated flow ranging between 0.0 and 0.1 lpm, below the low flow threshold of 2.5 lpm. The speed was increased on (B)(6) 2020 at 07:06:04 am, and calculated flow appeared to slightly increase correspondingly to values ranging between 0.0 and 1.4 lpm. A period of intermittent low flow hazard alarms was then noted between 08:06:32 am and 08:26:06 am; however, a persistent low flow hazard alarm was then observed throughout the remainder of the log file ranging through (B)(6) 2020 at 02:57:36 pm. Several speed changes were also observed throughout the log file, including an increase in speed to 7000 rpm by the end of the log file. This appears consistent with the report that speed was increased and decreased in an attempt to treat the low flow alarms. Despite these findings, the pump appeared to have functioned as intended at the set speed throughout the duration of the log file. The device was returned assembled with the pump cable intact. The modular cable was returned properly attached to the inline connector of the pump cable. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was returned and secured with the fully engaged cuff lock. Leads from another manufacturer¿s device were also returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad log files retrieved from the returned device appeared to capture the flow remaining below 2.5 lpm until the device was turned off on (B)(6) 2020. Despite the low flow values, the pump appeared to have functioned as intended throughout the duration of the retrieved data. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists bleeding and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient could not wean from support and family requested withdraw of care due to multi-system organ failure.